Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mildly tortuous, severely calcified, 90% stenosed distal right coronary artery (rca). The physician predilated with three (1.5x20mm, 2.0x20mm, 2.5x20mm) maverick ballons inflated each time to 10 atms for 30 seconds. When the physician attempted to advance the 2.5x16mm taxus express2 drug eluting stent one of the struts raised itself. The physician decided not to implant the stent at this time, due to remaining stenosis was 20%. No patient complications reported.